Manufacturer narrative:
(B)(4).

Event description:
It was noted that a patient presented in clinic during follow-up with an alert for low lv lead impedance. Monitoring the patient for any other changes was recommended.